Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The insulin pump was unable to perform the displacement test due to missing segments. The insulin pump also received with minor scratched lcd window.

Event description:
The customer's mother reported via phone call that there was a crack under the lcd screen. The customer's mother reported that the display looked blocked off. The customer's blood glucose was 246 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.